Event description:
A surgeon reported a posterior capsule (pc) tear occurred during a cataract with intraocular lens implant procedure. The surgeon believes the pc tear was caused by a defective tip. Additional information has been requested but not received.

Manufacturer narrative:
One straight silicone irrigation/aspiration tip was received for a pc tear. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the silicone I/a tip was performed using 20x magnification. The silicone I/a tip is visually acceptable. The silicone sleeve is at its proper position and there are no tears in the silicone. The I/a tip does have indications that the tip has seen heavy usage from the nut corners being very worn and deep scoring in the flange backside surface. No root cause was identified from the product investigation because the silicone I/a tip sample was manufactured to its specification. The reason for the pc tear cannot be determined from this evaluation. All silicone I/a tips are 100% visually inspected by trained operators using 20x magnification during the manufacturing process. (B)(4).